Event description:
A female patient had aaa repair in 2008 to repair a migrated graft of another manufacturer. During this procedure, the physician released both safety wires before deploying the top cap, so during the top cap deployment, the graft moved proximally covering both renal arteries. The patient was converted to open repair and a renal stent was placed in the left renal artery. The patient is stable, acute renal failure, non-oligurick.

Manufacturer narrative:
Evaluation: cook's instructions for use does indicate that the zenith renu aaa ancillary graft is designed to provide proximal fixation but may not address deficiencies in previously implanted endovascular graft or correct the clinical problem caused by the pre-existing graft. No product was returned to assist in this investigation. An internal clinical review indicated that user error resulted in incorrect placement of the graft.